Event description:
New information noted that during routine device change out process the atrial lead continued to exhibit low impedance. The lead was reprogrammed to unipolar and connected to the new device. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that during routine device change out procedure, the right atrial lead also exhibited intermittent capture and sensing in bipolar configuration. The lead was attached to the new device. The new device was programmed to unipolar. The patient was fine post procedure and would continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited low impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).